Event description:
The customer reported getting comm loss at the central nurse's station (cns) for all gz transmitters in the facility. This lasted for about 3 minutes then the cns resumed monitoring. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported getting comm loss at the central nurse's station (cns) for all gz transmitters in the facility. This lasted for about 3 minutes then the cns resumed monitoring. Technical support (ts) advised they contact their local it department first to check the hospital's server then reach out to nihon kohden (nk) again if needed. No patient harm or injury was reported. Investigation summary: the customer acknowledged that the comm loss was associated with the hospital's network. No parts were replaced, and there was no evidence of an nk device malfunction. Based on the available information, the root cause is the hospital's network. There is no evidence of an nk device malfunction that may have contributed to this comm loss event. The cause of the comm loss was related to the customer's it team. Based on the available information, this event is likely an isolated incident which is not indicative of a trend in comm loss occurrences.

Manufacturer narrative:
The customer stated that they are not in comm loss, but wants to report the issue and have cits or network team look into this. Technical support (ts) informed the customer to contact their it department first so they can look at their hospital server and then they can reach out to nk if needed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported having an issue with their gz telemetry monitors. They got a communication loss (comm loss) on the central nurse's station (cns) for all gz devices in their facility that lasted for about 3 minutes. There was no patient injury reported.